Event description:
It was reported that: while ventilating a patient, the user noted that the ventilator display was blinking on and off and volumes were not being delivered. The user was unable to control any screen functions. The user cycled power to the device and noted the same occurrence. The patient was manually ventilated until being placed on another ventilator. No patient injury.